Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had low impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported ¿impedance issue¿ was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and passed all functional testing on the automated test equipment (ate), which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.